Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 339 mg/dl. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy. Multiple follow-up attempts were made to determine if a back-up method of therapy was obtained; however, no response was received.